Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient had his rns system explanted (neurostimulator and four leads) on (B)(6) 2024 to treat infection. Neuropace was made aware of this event on 5/30/24. The patient was re-implanted on (B)(6) 2024. Onset date was reported to be on 12/21/23 - diagnosed as a deep incisional infection by the treating center. The patient began showing signs of infection in late (B)(6) 2023. The patient reported the infection to the treating center in (B)(6) 2024. The physician attempted to remove the infection at the incision site but the infection had spread significantly and the physician decided to remove the entire device with leads and burr hole covers for safety reasons. This was diagnosed as a deep incisional infection.